Event description:
The reporter stated that the stopcock plug came out of the stopcock body. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Medex recongnizes that this report of additional info is not being submitted within the required timeframe as outlined in the regulation. This info was overlooked for filing in error. Medex continues to be committed to regulatory compliacne and will take steps to ensure that this does not sterile units were returned for evaluation. The plugs on the samples were found unseated. The lot history was reviewed and was found to be acceptable. Medex is aware of this issue from previous info received. Engineering is continuing to work with medex medical to resolve this issue. Medex medical is currently evaluating another supplier for the t-handled stopcocks. No additional action is necessary at this time. Medex considers this MDR closed with this report.